Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.